Event description:
It was reported by the patient's spouse that "the right ventricular (rv) lead caused the patient to be completely paralyzed. It's been a really bad thing." The spouse believes that there is negligence involved and stated that they went to 8 different lawyers to discuss the lawsuit. Follow up with the patient's physician was conducted and the patient has not been seen since the lead was implanted. The physician's staff was unaware of a lead or product malfunction. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other product: 5076-52 crdm non-defib lead implanted: 2007 (B)(6). (B)(4).